Event description:
Customer reported no delivery alarms and a hospitalization for low blood glucose on (B)(6) 2014, customer's blood glucose was 26 mg/dl when admitted. Customer's blood glucose was checked and he was released. He was wearing the insulin pump when he went to the hospital. In troubleshooting for no delivery alarms, the connection was verified. Customer disconnected and manually pushed insulin through the tubing. In a manual prime, the device did not alarm no delivery. Customer was advised the device is working as designed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).